Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220-230 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 200-299 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.